Event description:
It was reported that the patient was experiencing pain due to device migration following a car accident. X-ray confirmed the l3-4 device migrated slightly posterior. The physician revised the device migration by tapping the implant as close to the spinal laminar junction as possible.